Event description:
It was reported that there was an error code 1340 occurred. There was no patient involvement and there was no health damage to the patient in this incident.

Manufacturer narrative:
B3: november is the right reported date of event but exact day unknown. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was found during the self-check. There was no known cause of the reported issue, and the software was preventatively re-installed.